Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with low and high blood glucose levels. It was reported that the customer has hospitalized for the levels. It was reported that the customer received no delivery alarms and needed frequent battery changes. It was reported that the customer declined help line assistance. No further information provided.